Event description:
It was reported that the customer passed away. It was noted that the customer had many heath issues and the cause of the death was unknown. Insulin pump was requested to be returned. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.